Manufacturer narrative:
Other devices listed in this report: cat.: no.: 623-00-36d, trident 0 deg insert 36mm, lot code: uhhbte. Cat.: no.: 6519-1-036, delta uni femoral head 16/18 r36 16/18, lot code: 0389660. Cat.: no.: unknown, unknown plus 2.5 c-taper sleeve, lot code: unknown. Cat.: no.: unknown, unknown 2030-65xx screws, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Revision due to instability of the hip. Patient has previous revisions.

Manufacturer narrative:
An event regarding instability involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision due to instability of the hip. Patient has previous revisions.